Manufacturer narrative:
Exact date unknown, event occurred a while ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. There was no device malfunction suspected. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.